Manufacturer narrative:
Weight, ethnicity, race- unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -15.0/+0.5/005 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2021. On the same date in a separate surgery the lens was explanted due to elevated iop. The problem was resolved after explant, no further surgical intervention is planned. The cause of the event is reported as unknown: "preoperatively iop was 23mmhg, bcva 20/32; after implantation iop was 60mmhg (at 5pm), pressure via paracentesis reduced iop to 20mmhg (18 minutes after 5pm); at 6pm iop increased to 50mmhg again so explantation was performed immediately."